Manufacturer narrative:
Section d4 (serial no) has been updated to unk as the reported serial number was deemed invalid during the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product-related issues. If the reader is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the low glucose alarm did not sound with the freestyle libre 2 reader. The customer subsequently lost consciousness but was reportedly able to self-treat with soda. There was no report of third-party intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the low glucose alarm did not sound with the freestyle libre 2 reader. The customer subsequently lost consciousness, but was reportedly able to self-treat with soda. There was no report of third-party intervention. There was no report of death or permanent injury associated with this event.